Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported, event 2: introcan safety shield didn't engage on 3 catheters. Al introcan safety. All 20 gauge. 2 different people in ed on 2 consecutive days.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and three photographs were provided for evaluation. Upon visual inspection of the returned photographs, it was identified that the safety had not engaged over the end of the needle despite the needle showing that it had been used. Based on the data from the investigation, the reported defect was confirmed. The exact root cause is unable to be determined without a sample. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.